Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, vessel spasm, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01591.

Event description:
On (B)(6) 2019, the patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the patient experienced a vasospasm after recanalization of the mca branch and distal vasculature. The physician then administered 10 mg of verapamil to treat the vasospasm. The event was considered resolved the same day (B)(6) 2019. The vasospasm was adjudicated to be a non-serious adverse event with possible relationship to the jet7 and 3maxc and a definite relationship to the index procedure.